Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights. As it was stated, the cap was missing on x-ten device. There was no injury reported however we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure might be a source of contamination. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to event. There is no information if in the time when the event occurred the device was or was not being used for patient treatment. As per performed tests the root cause of falling bumper is most likely caused by several violent collisions with the cupolas, this can happen when the user is not being careful with moving the device arms and lights. There is no clear information provided if the bumper of the surgical light affected was manufactured before implementation of hardness change to prevent the bumper from falling and we have no confirmation if the defective part is the actual bumper therefore we cannot confirm any root cause. We believe that all remaining devices are performing correctly in the market. Getinge shall continue to monitor for any further events of this nature and do not propose any further actions.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufdacturing site.

Event description:
(B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On (B)(4) 2019 maquet (B)(4) became aware of an issue with one of surgical lights. As it was stated, the cap was missing. There was no injury reported however we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure might be a source of contamination.